Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. The customer's blood glucose was 75 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.